Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable estradiol result for one patient sample. The initial result was 1334 pg/ml and was reported outside the laboratory. The physician did not believe the result and the sample was retested on (B)(6) 2015. The test was repeated twice with results of 5.00 pg/ml with a data flag. The repeat result was believed to be correct. The patient was not adversely affected. The estradiol reagent lot number was 183124. The expiration date was requested, but was not provided. Review of the provided instrument alarm log did not indicate any issues. Based on review of the provided qc data, general issues with the qc performance were noted. The customer had an employee in the lab using estradiol cream which led to issues in the calibration and qc results. The customer is now aware and the employee started using gloves.

Manufacturer narrative:
A specific root cause could not be identified. Based on the available data, the root cause was assumed to be contamination of instrument components or disposables by estradiol cream used by one employee. It was noted the customer was not following the tube manufacturer's recommendation for sample clotting and centrifugation time. This may have affected the sample quality and contributed to the issue. General reagent or instrument issue were not suspected.